Event description:
A facebook social media user reported that a dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. It is unknown what type of dialyzer was being used. It was reported that the machine's blood leak alarm did not go off. However, the machine (manufacturer unknown) passed all tests. No further details were provided.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. Additionally, the product information was unknown. As there are no clinic or patient identifiers available, a lot history review or product record review could not be performed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.